Manufacturer narrative:
Since a lot number was not provided, the device history record could not be performed. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The sample was received for evaluation and consisted of a quinton peritoneal catheter, tenckhoff, straight and two cuff that came inside a generic plastic bag. The sample presented signs of use (blood). Visual inspection was performed and a cut/hole was found on the tubing of the catheter, approx. 0.5 cm above cuff. The other section of the catheter did not present any defects. Additionally a second sample was received. It consisted of a section of straight stripe tubing approx. 1.5 cm length and it presented signs of use. An underwater test was performed in order to confirm the reported condition. The second sample did not show bubbles during the test. Based on the available information, it can be concluded that the product was manufactured according to specifications and it functioned as intended for an undetermined amount of time; for this reason it is more likely that the device was damaged during use and the most probable root cause is that the catheter subjected to misuse/excessive force as the instructions for use were not followed causing a hole on the catheter body. As per the instructions for use, it is necessary to perform a visual inspection prior to use. Do not use the catheter or components if they appear damaged or defective. Catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks scrapes, cuts, etc., which could impair its performance. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per the procedure, manufacturing performs 100% visual inspection for nicks and cuts on the final stage of production in order to avoid these issues in the catheter. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6 )2015 that a customer had an issue with a dialysis catheter. The customer stated that one patient who suffered nephropathy was hospitalized in (B)(6). The nurse found that there was a tiny hole in the peritoneal catheter which was close to the outer short catheter. The nurse cut off the part with tiny hole and a new outer short catheter was used for the patient. The patient is in good condition.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.